Event description:
It was reported that during use of implantable pulse generator (ipg), since (B)(6) 2017, patient had chest tightness and palpitation. In (B)(6) 2017, the patient was sent to hospitalization. The physician observed the patient¿s heart rate sometimes decreased to 30 beats per minute (bpm) at night. A ipg program check was arranged, and the device remains in use. No patient complications have been reported as a result of this event.